Event description:
It was reported that the patient was unable to adjust stimulation. A display showing "call your doctor" icon and a por (power on res et)condition were reported. It was stated that "the stimulator turned off and she was in pain." It was reported that one day prior to the report the stimulation turned off and she saw a por screen. A loss of therapeutic effect was also reported. It was stated that the pain had started one day prior to the report in the afternoon when she first started seeing the por screen on both her programmer and the recharger. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).